Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure in the aortic position, no bav was performed.  During deployment of a 23mm sapien 3 valve, the commander delivery system balloon burst as it reached full inflation.  The valve was well deployed and the patient was noted to be ¿fine¿.  No extra volume was added to the balloon prior to the inflation. It is perceived that the balloon burst occurred due to the patient¿s calcium.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences as it was discarded by the facility. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure.   Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event.  There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot).  The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus.  Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment.   In this case, there is no information to suggest a manufacturing non conformance contributed to the event; the root cause of the balloon burst is unknown, however, per report, it is likely that patient factors (annular calcification) contributed to the event.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required at this time.